Manufacturer narrative:
Regulatory report relating to other ins device: 3004209178-2017-24210.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that the device was not working. No symptoms were reported and no further complications were noted or anticipated